Event description:
It was reported that the pt underwent a kidney and pancreas transplant in 2005. It was reported that the pt required another surgical procedure the next day, due to bleeding at the anastomosis.